Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to dislocation that occured approximately one month after the primary surgery. The primary surgery used the humelock ii reversed system. During the revision surgery, the surgeon explanted the ø36/+6 135/145 humeral cup and replaced it by a ø36/+6 135/145 stability humeral cup.